Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient deceased during the night after experiencing a fall the day before. It was stated that the cause of death was unknown, and intracerebral or subdural hemorrhage due to the fall could not be ruled out. It was stated that the fall was most likely due to advanced parkinson's disease falling was present prior to implant with the device, and this it does not appear to be related to the patient's treatment. It was stated that a relationship between the therapy and serious adverse event could not be definitely excluded.